Manufacturer narrative:
Pictures provided by the user facility depict a reddened area on the patient¿s right side of the abdomen. Based on the information and provided pictures, we are unable to determine if the sorbafix fixation device may have caused or contributed to the problems experienced after implant. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No allergy testing has been conducted to determine if the sorbafix may have caused the patient's reactive response. Allergic reaction is listed as a known adverse event in the product's IFU. Based on the information currently available, no conclusion can be drawn. If additional information is obtained or if the sample is returned, this report will be updated. This file represents the first sorbafix fixation device used in the case. Two additional mdrs have been submitted one to represent the second bard sorbafix fixation device used and one to represent the bard ventralight st hernia patch. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not retained by user facility.

Event description:
Information as reported by the user facility: it was reported that on (B)(6) 2017, a laparoscopic abdominal incisional hernia repair was performed with a bard ventralight st hernia patch and two sorbafix fixation devices. After the operation, an allergic reaction occurred in the patient, resulting in renal failure. Reddening was observed from the right lower abdomen to the right anterior femoral area. It was reported that on (B)(6) 2017, the placed mesh and fasteners were surgically removed and the abdominal incisional hernia was repaired by surgically suturing with nylon thread. After re-operation, the patient's condition stabilized. It was reported that the patient has mild pollinosis, but other allergic reactions were not observed prior to the hernia operation.